Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. An event history log was reviewed and there were not any keystrokes, programming, or use related events, no failure, malfunction or iipv events that would indicate and/or contribute to the problem; however the event history revealed a check patient line, low drain volume, check heater line, slow flow supply, error 2084 and check final line in the log review. The actual homechoice device was evaluated the reported condition was not confirmed or duplicated. A visual inspection was performed with no abnormalities noted. The power on self-test was successfully performed. One hour therapy was successfully performed. The assignable cause for reported problem and all other additional conditions was undetermined. There was no non-conforming product identified related to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was reported that the patient was hospitalized prior to death for an unknown indication. It was unknown if pd therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.